Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-06633). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that device showed eri via merlin.net transmission. The patient was brought into the clinic with device unable to be interrogated. Premature battery depletion suspected. Several days prior, merlin.net transmission showed 1.7 years remaining until eri. The device was explanted and replaced. Patient was in good condition after the procedure.